Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient was prepared for a port placement procedure using the powerport m.r.I. Isp. During the procedure, the nurse contacted the intervention center to verify the instructions. Upon reviewing the original english instructions, it was noted that the maintenance interval was specified as four weeks, rather than ninety days as stated by the manufacturer, and the device use was subsequently discontinued. There was no reported patient contact.